Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the insulin pump was alleging possible under delivery and insulin pump was not working. Customer¿s blood glucose was unknown at the time of incident. Customer was treated with insulin pump and manual injection for their high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer stated that the drive support cap appear normal. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery lasts less than expected, possible under delivery anomaly and unexpected battery power loss due to blank display.